Event description:
The customer reported that during training on the vasoseal es, the j-segment of the arteriotomy locator dislodged in the tissue tract. The physician did not retract the j-segment prior to pulling the locator through the dilator. An x-ray confirmed that the j-segment was lodged in the subcutaneous tissue. The physician chose not to remove the j-segment and advised the pt. No further complications were reported.